Event description:
A (B)(6) female admitted on thursday (B)(6) 2011 for hysteroscopy. During the procedure, the tip of the flexible alligator grasper detached from the end. It measures 1 cm in length. This tip identified and removed from the surgical site. This flexible alligator grasper was inspected prior to the procedure by the operating room tech -found to be intact and functioning at this time-.there was no negative impact on pt care.